Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose would decline to 40 mg/dl. The customer reported an event where their blood glucose declined to 45 mg/dl. Customer reported their low was attributed to too much carbohydrates and activity. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.